Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as diabetic ketoacidosis and insulin pump had motor error twist within a day as well as motor position encoder error alarm. The customer blood glucose level was 512 mg/dl at the time of incident and current blood glucose was 484 mg/dl. The customer treated for high blood glucose with two shots. The customer was assisted with troubleshooting. Customer was disconnected the insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined to test insulin pump. Customer reports the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. (B)(4).